Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks whilst playing video games and was subsequently hospitalized. Upon episode review, the physician suspected that the inappropriate therapy was delivered due to over-sensed, non-physiological noise. Extensive provocative maneuvers were performed, and the artifacts were only reproducible in the primary vector. Boston scientific technical services (ts) was contacted and confirmed that the shocks were delivered due to non-physiological artifacts and were likely sense b node in origin. Additional troubleshooting options were provided. The patient's device was reprogrammed to the secondary sensing vector, and ts confirmed several days later that the system was sensing appropriately. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.